Event description:
Device malfunction: failure to deploy-locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified left common femoral artery after an interventional procedure. Reportedly, during step#2, resistance was felt and the plunger would not remain depressed to deploy the locator wings. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Improper method - patient selection. The starclose se instructions for use (IFU) state under precautions "do not deploy the clip in areas of calcified plaque." And under special patient populations "the safety and effectiveness of the starclose se vascular closure system have not been established in patient's with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the safety and effectiveness of the starclose se vascular closure system have not been established in patient populations who are morbidly obese."